Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining elevated ostase patient and qc results generated by the access 2 immunoassay system used in conjunction with access ostase calibrator kit (lot # 115484) and access ostase qc kit (lot # 115485). The customer indicated that this was a lot specific event; however, it was not confirmed to be the direct cause. Reruns of these patient samples on an alternate methodology were approximately 10% lower. The customer indicated that the patient results were noted to be "research samples for clinical trial". Specific number of patient results in question and patient data was not supplied to date. Patient results were not reported out of the laboratory. Patient treatment was not affected by this event; however, upon recurrence, the potential exists for erroneous, but believable results, to be reported.

Manufacturer narrative:
Per the customer complaint record, the samples are drawn in 2ml starstedt serum tubes. The samples are stored at room temperature, run within 24 hours, and centrifuged at 3,000rpm for 10 minutes at room temperature. The customer noted that qc has "shifted up 10-14%" using specific reagent/calibrator lots. Specific data was not provided. No system check information was provided. Service was not dispatched and the customer is not questioning instrument performance. The customer is requesting new reagent and calibrator lots for evaluation before patient results can be reported from the access method.